Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: d8, h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -the fibre bonding in the outer tube area (distal end) is damaged. -the r-unit is broken and therefore the image is not displayed. Based on the results of the investigation, it is likely that the definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device displayed the message: please clean the contact. The issue occurred, during inspection for use. There were no reports of patient involvement.